Manufacturer narrative:
Further information from the reporter regarding event, product and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "mild chronic inflammation".

Event description:
Healthcare professional reports a left side rupture and "mild chronic inflammation" of a textured implant. Device has been explanted.